Manufacturer narrative:
Consumer has not returned unit.

Event description:
Consumer alleges his humidifier caught on fire. There was no report of personal injury or property damage with this incident.

Manufacturer narrative:
Consumer's failure to properly clean/maintain the humidifier is a violation of the instructions and warnings provided and led to the incident. There is an instruction that states, "do not attempt to repair or adjust any electrical or mechanical functions on this unit. Doing so will void your warranty. The inside of the unit contains no user serviceable parts. All servicing should be performed by qualified personnel only".

Event description:
Consumer alleges his humidifier caught on fire. There was no report of personal injury or property damage with this incident.